Event description:
It was reported to fresenius that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. Additional information was requested however a response was not received. No samples were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred up treatment initiation. The blood leak occurred and was detected before the machine, a fresenius 4008s machine, could trigger a blood leak alarm. The blood leak occurred internally and externally. Blood was visible at the luer lock zone and the arterial header. Blood test strips were not used to test for the presence of blood. There was no damage or defect seen on the dialyzer. The patient's estimated blood loss (ebl) was 200 ml. The patient did not experience a serious injury or require medical intervention. Treatment was restarted and completed successfully on a different machine with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d10, h6 (device component code).

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred up treatment initiation. The blood leak occurred and was detected before the machine, a fresenius 4008s machine, could trigger a blood leak alarm. The blood leak occurred internally and externally. Blood was visible at the luer lock zone and the arterial header. Blood test strips were not used to test for the presence of blood. There was no damage or defect seen on the dialyzer. The patient's estimated blood loss (ebl) was 200 ml. The patient did not experience a serious injury or require medical intervention. Treatment was restarted and completed successfully on a different machine with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.